Manufacturer narrative:
Additional information added for d4, d10, h3, h4device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that in the central sterile department of the user facility, the hook broke off the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during sterile processing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that in the central sterile department of the user facility, the hook broke off the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during sterile processing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.